Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s severe annular calcification is a likely contributing factor for the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
After transfemoral deployment of a 26mm sapien xt valve, an annular rupture was observed on angiogram. The patient¿s pressure started to drop and a large pericardial effusion was noted on tee. The patient¿s chest was opened at the level of the xiphoid and a drain was placed to drain the effusion. After the effusion was drained, the annular rupture was assessed on echo and appeared to be contained. The patient was transferred to the ICU and extubated the following day. At the time of the report the patient was stable. The patient¿s native annulus measured 425mm2 on CT. It was severely calcified, with moderate leaflets calcification, and the aortic root was mildly calcified. The sinus of valsalva was not obliterated.